Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided: date of event - unknown; brand name - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter - unknown ; PMA/510(k) number - unknown; manufacture date ¿ unknown.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on an unknown date. Subsequently, it was reported that a revision procedure may occur due to unknown reasons. No revision procedure has been reported to date.